Event description:
A reporter called to submit a report about the burn he received from a heating pad in a hospital. A reporter said a nurse placed the heating pad behind him and left the room. The reporter said he felt something wet, and he was thinking if he peed on himself. Then he found out the blanket and what he was wearing was all wet. At that point, he checked what was happening and he saw the bag has a leak and fluid was coming out. He said, he called the nurse, but she took her time to come to him. While waiting for the nurse his doctor walked into his room and saw what happened. The patient stated the doctor staged the burn as first-degree burn or possibly second-degree burn as he has blisters on his back near his buttocks. He also said the doctor was so furious that happened since he did not order the heating pad.